Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "clinical and radiographic results of attune and pfc sigma knee designs at 2-year follow-up: a prospective matched-pair analysis" written by chitranjan s. Ranawat, md, peter b. White, ba, sarah west, rn, msn and amar s. Ranawat, md published by the journal of arthroplasty made available online 9 august 2016 was reviewed. The article's purpose was to compare the short-term results of the attune to the pfc sigma knee systems. Data was compiled from 193 (96 attune and 97 sigma) patients with total knee arthroplasties performed between january 2010 and december 2014 pulled from an institutional review board-approved prospective registry. Cement manufacturer not identified and patella resurfacing was performed. Depuy products: attune knee system, sigma knee system adverse events with attune system: painful joint crepitation (no information provided regarding interventions) flexion contracture greater than 5 degrees (treated by manipulations under anesthesia; peripatellar scar excision) adverse events with sigma knee system painful joint crepitation (no information provided regarding interventions) flexion contracture greater than 5 degrees (treated by manipulations under anesthesia).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.